Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection noted that the first and second reloads were pre-fired and engaged in interlock with the jaws open. The third reload was received fully fired. Functional testing of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a lobectomy procedure, when the surgeons tried to used it on the artery lingual, there were a strange metal voice and the reload were damage. The staple line was ok but the used reload was "broken" or damaged. They had to use 2 handles because it did not work properly. There was no patient injury.